Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had turned off the therapy "a while back" because he "did not need it." However, there was a "sudden" return of frequency and urgency symptoms 1-2 weeks prior to report. The patient wanted to see their healthcare provider (hcp) to turn therapy back on. Patient outcome and cause of sudden return of symptoms remained unknown.

Event description:
It was reported that there was a shocking or jolting sensation which ¿appeared¿ to be random and ¿coming out of nowhere.¿ the therapy ¿was not doing what it was supposed to do¿ as the patient¿s symptoms were the same as before surgery. The patient was scheduled for reprogramming on (B)(6) 15 but did not show. Follow-up being conducted to determine actions and outcome.

Manufacturer narrative:
Concomitant products: product ID: 3037, product type: programmer, patient. Product ID: 3889-28, lot# va0t9mt, implanted: (B)(6) 2015, product type: lead. (B)(4).